Manufacturer narrative:
D4. Model d10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. The apollo micro catheter was returned. Onyx residue was found within the apollo hub. No issues were found with the apollo hub, catheter body or distal tip. The apollo detachable tip was found intact. The apollo distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the apollo catheter body was examined under magnification. The apollo catheter body was found to be ruptured at ~5.5cm from the distal tip. The apollo micro catheter was pressurized with water and found non-pat ent as it was found to be occluded with the onyx. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the returned apollo micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00878 2029214-2019-00879. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that leak found in the middle of the apollo and marathon microcatheters. The event happened during preparation. The patient underwent embolization treatment for an arteriovenous malformation with onyx. The vessel was observed moderately tortuous. The access vessel was carotid and 4mm in diameter. There were not any patient symptoms or complications associated with this event.